Event description:
This didn't happen on a specific date. My daughter wears an insulin pump because she is a type 1 diabetic. She had the medtronic 530g w/cgm. Before the current recall on infusion sets we had been having multiple issues with the pump. First, let's address the infusion sets. (B)(6) had been on the pump 3 years and 2+ years we had been battling an elevated a1c despite testing 10-12 times per day and making adjustments. Nothing we did worked. We switched pump makers in (B)(6) and within 3 weeks, her a1c dropped a full point. Second, our other problems. We had a pump replacement because the battery cap got stuck and we were unable to replace the battery. Due to glitches with the cgm, data uploads and the pump shutting off in the middle of the nights. Medtronic sent us multiple battery cap replacements. Upon inspection and looking up data on the recall, I found a previous post on pump recalls with the same mmt. We have cgm data and a1c's from our endocrinologist.